Event description:
Information was received indicating that the patient using this infusion pump was set up with a 46 hour infusion of 5-fluorouracil chemotherapy and sent home. The patient arrived back at the clinic 2 hours later as the pump had infused all of the chemotherapy agent within the 2 hours. The patient was hospitalized and required 5-fluorouracil antidote due to the over infusion. No additional adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device with keypad and labels intact and in good condition. A review of the event history log found that the pump ran as programmed without alarm. Functional testing involved delivery accuracy testing and found within manufacturing specifications. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.